Event description:
It was reported that the patient experienced irritation of nerves in the right foot from an extensive programming session. The patient had an injection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.